Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units screen is unresponsive. There was no harm reported.

Event description:
N/a.

Manufacturer narrative:
It was reported by end user that cardiosave intra aortic balloon pump(iabp) ¿ screen is unresponsive¿. It was reported during patient use ,but no harm reported. A getinge field service engineer (fse) examined fault log and observed numerous fault#63 touch screen command failure. So, fse ordered parts and return to install. As soon fse received display kit part (d040-00-0456) and upper hinge cover (d380-00-0561) he replaced . This corrected touch screen failure, calibrated touch screen as per protocol. Unit passed all functional and safety tests per factory specifications, returned to customer.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a